Event description:
It was alleged by the plaintiff's attorney that a sparc subfascial hammock was implanted, and as a result of the implant, she experienced significant mental and physical pain and suffering, has sustained permanent injury and physical deformity, has undergone and will undergo corrective surgeries. Also alleged, was tissue damage including nerve endings, leading to neuromas.

Manufacturer narrative:
Should add'l info become available regarding this event, it will be re-evaluated and a f/u report will be sent.